Event description:
The user facility reported that during the prep an automated impella controller (aic) purge disc slide notch is broken. Console returned for investigation / repair. No patient involved.

Manufacturer narrative:
The investigation into the purge disc / flag issue has been completed. The automated impella controller (aic) was returned for investigation. Console arrived in danvers. Console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. This report is being filed as part of a retrospective review of historical records.